Event description:
It was reported that during check out, the cardiosave intra-aortic balloon pump has a slow leak inside. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump ,has a slow leak inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during check out, the cardiosave intra-aortic balloon pump has a slow leak inside. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, fse tightened the he regulator assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.